Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day as the onset, the patient visited a hospital for the peritonitis; however, the patient was not hospitalized for peritonitis. The cause of the peritonitis, treatment for the event, and the patient¿s outcome were not reported. The action taken with pd therapy was not reported. No additional information is available.